Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product/provided pictures identified the device returned shows signs of use with pits and gouges on the handle of the impactor as well as the strike plate. The grey poly impactor tip was not returned with the device. The provided photo shows that the has fractured. Device history record was reviewed and no discrepancies were found. The reported event is confirmed by provided photo. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up report will be submitted. H3 other text : product not returned

Event description:
It was reported that the instrument fractured. Attempts have been made and additional information on the reported event is unavailable at this time. No adverse events have been reported as a result of the malfunction.